Event description:
(Cc# 97-00721) there was poor support from the sheath. The sheath was not returned to datascope for evaluation. (Event complications: unk - reported 6/30/97.) (Pt's current status: unk - rpt'd 6/30/97.)